Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device powered up properly after battery installation. No blank display or frozen/freezes screen noted. Unit was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed batt test alarms during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test and a blank display on their insulin pump. The customer stated that the buttons do not respond as well. The customer's blood glucose level was 154 mg/dl at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.